Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners. The pump had no button response due to moisture damage on the keypad traces. Unable to confirm the unexpected battery out limit alarms due to the keypad anomaly.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer blood glucose level was 360 mg/dl. The customer is only able to use the up arrow when bolusing and the keypad are not responding when trying to clear tha batter out limit again. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer also report the battery out limit on the insulin pump. The customer states the insulin pump alarmed after the battery change. The customer took the battery out because the insulin pump was making a noise. The customer was advised to remove the battery because we could not get the alarm to clear.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.